Event description:
Dealer states that customer reported that one of the legs is broken. Dealer calling currently does not have any further information. Dealer calling for warranty information. Community colleges of spokane is customer, no end user information provided.